Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) followed-up with customer over-the-phone and customer stated the lab had a power outage and when the lights came back on, the ups would not stay on. Customer removed the power cord from the ups and plugged the instrument into another power source and the instrument started up to the main screen. Customer then successfully completed a daily run, and quality control (qc) run with acceptable results. Customer confirmed their daily workload was completed without any interruption. The aia-900 instrument is performing as expected; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 4: installation, section 4: connecting the power cable, provides detailed information on the connecting and disconnecting power source. The most probable cause of the reported event was due to ups would not start up after site had a power outage.

Event description:
A customer reported no power when turning on the aia-900 instrument. Customer also stated their ups is not operational. Technical support specialist instructed customer to plug analyzer directly into the wall to verify power, but customer stated analyzer was too far from power outlet. Analyzer is down, and customer is unable to run samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.